Event description:
The customer reported that three bags had compromised seals. Tissue landed on floor because there was not a proper seal. Information received on april 23, 2026 indicated that recovered organ tissue was ultimately discarded. No specific recipient patient was identified at the time of occurrence; therefore, there was no adverse patient impact.

Manufacturer narrative:
The product involved in this complaint was not available for evaluation. Avid is a convenience kit manufacturer. The complaint bag, part number 5311458, lot p645055 is supplied by degage corporation. The affected lot has been fully depleted from avid inventory. The remaining bag inventory (other lots) was inspected, and no issues were identified. In accordance with avid medical in-process inspection procedure, eight kits were inspected in accordance with ansi/asq z1.4: level g1 aql 1.5. No defects were found. A review of the bill of materials was conducted to assess whether any additional handling occurred during the assembly process; none was identified. A supplier corrective action request (scar) was issued to degage corporation on (B)(6) 2026. This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or caused serious injury.